Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the lead was explanted and replaced (with two leads/different models). Patient now has effective therapy.